Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8781, lot# n409322006, implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had worsening/increased spasticity on 2014 (B)(6). An x-ray was performed which revealed no abnormal findings. Computed tomography (CT) with contrast was scheduled for 2014 (B)(6). The outcome of the event was not recovered as of 2014 (B)(6). The event causality was reported as not related to the drug, unknown if related to the catheter or pump, not related to the programmer and unknown if related to the procedure. The pump was being used to deliver baclofen. It was further reported that on 2014 (B)(6) the patient¿s symptoms were described as deterioration of contracture. On 2014 (B)(6), catheter imaging was performed, and they were able to aspirate 3cc of cerebrospinal fluid (csf); although, blood was mixed in the fluid. Contrast medium was injected to perform a CT examination; however, confirmation could not be made with the images. A rotor test was performed which revealed no abnormalities. The health care provider (hcp) would see the patient again on 2014 (B)(6) to determine whether or not the catheter should be replaced. The event was noted as being not related to the pump. It was further reported that on 2014 (B)(6) the patient visited the hospital. The spasticity was unchanged. It was noted that a catheter contrast study was scheduled for 2014 (B)(6). Then it was reported that catheter replacement was scheduled to be performed on 2014 (B)(6). It was later reported that the outcome of the event was unspecified. Surgical intervention was performed on 2014 (B)(6) to change the proximal segment of the catheter. The baclofen was started at 85mcg, which had shown sufficient effect previously. It was noted that changing the catheter on the proximal side enabled drug admission to be restarted.

Event description:
Additional information received reported the patient outcome was not recovered as of 2014-06-23. The event causality was reported as not related to the drug, unknown if related to the catheter, not related to the pump or programmer, and unknown if related to the procedure. With the replacement of the spinal segment catheter, drug administration was resumed, which was sufficiently effective, and the worsening of spasticity was expected to recover. The pump was being used to deliver gabalon. It was further reported that the patient outcome was reported as recovered as of 2014-06-23. The event causality was reported as not related to the drug, catheter, pump, programmer, or procedure.

Event description:
It was later reported that the patient¿s increased spasticity began on (B)(6) 2014. After the initial implant, the patient experienced unspecified symptoms in the right side, but "worsening" was observed approximately one week later. It was noted there might have been problems with the catheter placement location. It was further reported that the patient had a fever. The patient outcome was reported as recovered as of (B)(6) 2014. The event causality was reported as not related to the drug, catheter, pump, programmer, or procedure. It was reported that during the implant of the initial catheter, when the catheter was initially being inserted, it could not be advanced upwards well and therefore was placed at the 12th thoracic vertebrae (t12). The effects of the treatment were present but then the symptoms deteriorated after a week or so. The possibility that the location of the catheter was problematic was taken into account.